Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right renal artery using a velocity delivery microcatheter (velocity) and a non-penumbra angiographic catheter. During the procedure, while advancing approximately the last twenty centimeters of the velocity into the angiographic catheter, the physician experienced resistance. Subsequently, the physician broke the velocity into two pieces approximately fifteen centimeters from the hub. Consequently, the broken piece of the velocity was still outside of the hub; therefore, the physician was able to remove it by grabbing the broken piece of the velocity and pulling it out. The procedure was completed using a new velocity and the same angiographic catheter. There was no report of an adverse effect to the patient.